Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteral calculus procedure performed on (B)(6) 2023. During the procedure, the ureteral sheath was placed; however, it was noticed in the scope view that the inner wall of the sheath was lifted up. It was reported that the device was removed, and the procedure was completed with another navigator hd access sheath. Note: a photo was submitted by the customer showing the inner lining of the sheath was peeled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6). Imdrf device code a040506 captures the reportable event of sheath peeled.